Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that ophthalmic knife exhibited dull. Incision was not proper and iris came out. Surgery was completed by suture.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event poor cutting performance, iris prolapse, managed to suture is not considered to be reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4). No further reports will be scheduled under mfgreport num. 2523835-2023-00225.

Manufacturer narrative:
Based on the information received ,following submission of the initial report, it was clarified that the second ophthalmic knife is not suspected for the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating that the symptoms of patient were resolved and the corneal is clear. Suture will be removed in the next visit.